Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal left circumflex (lcx). A 15x3.5mm quantum maverick balloon was advanced to the lxc for predilation and during the first inflation to 10 atms, the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedure factors. (B)(4).